Event description:
Cable going from monitor to catheter was stuck under the wheel of the bed. The pt temp port was found pulled apart with inches of wire exposed, catheter was displaced and could no longer be used to obtain cardiac outputs.